Manufacturer narrative:
Further information surrounding the event has been sought. The involved guide wire has been requested for further investigation. Investigation is ongoing at the moment. A supplemental medwatch report will be sent when the investigation is completed. Exemption number e2018007 (B)(4).

Event description:
It was reported that during insertion of catheter the guide wire fractured and the tip of the guide wire remained in the patient. The tip had to be removed surgically. No further harm came to the patient. (B)(4).

Event description:
Manufacturer reference #: (B)(4). Importer reference number: (B)(4).

Manufacturer narrative:
The concerned product was discarded by the user, but a picture was provided. A retain sample of the same batch was investigated but no non-conformities could be detected during visual and functional testing. A review of the DHR did not reveal any non-conformities relevant to the reported issue. No similar complaints were reported for this batch. Based on the issue description and picture, experience and product investigations of similar cases it is considered as likely that the user had withdrawn the guide wire against the needle or used excessive force. Therefore, the root cause is seen as a handling error by the user as the IFU indicates: ¿do not withdraw guide wire against needle bevel to avoid possible severing or damage of guide wire.¿ and ¿use of excessive force may tear off the guide wire. Therefore, guide wire and catheter are to be removed simultaneously." Information about patient data and date of event was not provided despite several requests. Please note, getinge USA sales, llc(importer) is submitting the report on behalf of pulsion medical systems se (exemption number e2018007). Contact: (B)(6).